Event description:
It was reported that the pt had a slight burn near the lower jaw. Further, the user reported that the scope was disconnected and the light cable was placed on the drape that was on the pt. It was further reported that the light source was not on.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.